Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4) no complaint received with return of device. Failure (event) observed during analysis. Analysis found insulation abrasion 13.6 cm from the connector pin. The location of the abrasion is consistent with that of friction to the can. Further analysis revealed that the lead was abraded from the inside out, at 10.5-12.2cm from the distal end.